Event description:
Device beeped continuously and now battery is depleted. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6)2015 . The device was returned with a reported fault of ¿red status led and depleted pad-pak¿. Between the (B)(6)2019 and the(B)(6)2019 the device records multiple manual power ons of 10 minutes duration which lead to the depletion of the returned pad-pak causing the user to be alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led, as per the reported fault. The fault was traced back to the corrosion observed on the membrane tail which would account for the multiple manual power ons of mainly ten-minutes duration recorded in the history log. The faults could not be replicated with a known good membrane installed. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the screws, membrane tail and temperatures reaching a low of -4.7°c recorded in the history log indicate that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeped continuously and now battery is depleted. There was no patient involved in this event.